Event description:
It was reported that the right atrial (ra) lead was found to have no capture. The patient was taken to the catheterization laboratory to reposition the lead for dislodgement. The lead was programmed off prior to repositioning and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID 407658 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).